Event description:
A customer reported error messages ¿2150 hybrid arm /cup transfer cup detection failure and 4241 hybrid arm y axis home detection failure¿ on the aia-2000 analyzer. While running samples on the analyzer the run was aborted and the customer received a notice that the instrument could not query, then error 4241 occurred. The following day, the customer started the analyzer and the software states, ¿analyzer not found.¿ technical support specialist (tss) instructed the customer to perform a complete shutdown of both analyzer and computer yet, but the error persisted. The customer was not able to perform a software update as the analyzer is not being recognized. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and reproduced the error by attempting to start the software in which the analyzer was not responding and could not access the mainte function. Fse noticed an audible noise coming from the rear of the analyzer. While troubleshooting, fse found the main power supply only produced 2.6 volts when it should have produced 5 volts. Fse resolved the complaint by replacing the dc power supply, adjusted all voltages, and no errors occurred. Fse performed maintenance on the analyzer, cleaned and lubricated parts, proactively replaced parts as needed. Fse repaired and validated the analyzer by successfully performing a version up, all set home, daily maintenance check and quality control runs without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14oct2021 through aware date 14nov2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2150) hybrid arm/cup transfer cup detection failure cause: the cup-gripping sensor failed to detect a cup before pickup. The measurement result will be flagged (mf flag or se flag). Solution: contact tosoh service center or local representatives. (4241) hybrid arm y-axis home detection failure cause: the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the power supply loosing voltages.